Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that her infusion device has frequently been displaying e4 (occlusion error). The patient thinks there is a problem with her infusion sets. She will receive an occlusion error and then try to prime the device and receive another error. When she disconnects the infusion set from the infusion device and primes, no error is displayed. She stated that her insulin cartridge appeared to be leaking between the plunger and cartridge wall. She stated that the occlusions and insulin leak led to her having an elevated blood glucose of hi. She bolused 30 units of insulin and went to the hospital. At the hospital her blood glucose level was 679 mg/dl. She was treated for hyperglycemia and diabetic ketoacidosis. Her normal range is around 200 mg/dl or less. After being released from the hospital, the patient continued to get occlusion errors. She is going to try using different infusion sets. The infusion sets and insulin cartridge were requested to be returned for product evaluation.

Manufacturer narrative:
No sample was received for examination. A retain sample was visually and the leak tested. The retain sample passed the visual test and the leakage test at different positions of the plunger rod. No product was returned.